Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. Although the reported events were confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis exera ii ultrasound gastrovideoscope, for the annual inspection. No issue was reported. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was a gap between acoustic lens and ultrasound probe, and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the following were the findings: due to wear of forceps elevator lever, upwards/downward knob cannot be locked securely; suction cylinder has discoloration; scope cover has discoloration; scope body has discoloration; elevator channel plug (t-nut) is loose; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements; distal end has a scratch.; objective lens has a scratch; light guide lens has a chip; light guide lens has a scratch and m connecting tube has a buckling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.